Event description:
Complainant alleged that the device displayed "defib fault 78", "pacer fault 117" and "bridge test failed" messages. There was no indication from the complainant that the device was in use on a patient at the time of the reported malfunction.